Manufacturer narrative:
The autopulse platform ((B)(4)) in complaint was returned to zoll on 04/28/2016 for investigation: investigation is as follows: device history record (DHR) was reviewed and no related complaints were found for this autopulse platform ((B)(4)). Visual inspection was performed and found the front enclosure cracked and the battery lock broken off. The autopulse 1.5 is a reusable device and was manufactured in 09/2008. The physical damage found is a characteristic of normal wear and tear of the device. A review of the archive data showed error code 136 (internal parameter corrupted) which is indicative to the error message (out of service-revert to manual CPR). The archive showed the error appeared on (B)(6) 2016, thus confirming the reported complaint. During functional testing the "out of service - revert to manual CPR" message displayed upon powering on the device, thus confirming the reported complaint. In summary, the reported complaint was confirmed during archive data review as well as during functional testing. A defective processor board was determined to be the cause of this error. The processor board was replaced to remedy the complaint. The parts identified during the visual inspection were replaced. The autopulse platform passed final test.

Event description:
It was reported that during a shift check the autopulse platform ((B)(4)) displayed an "out of service - revert to manual CPR" message. No patient involved during this event. No additional information was provided.